Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve and syringe attached. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: central supply coordinator complete event site name: unity point health methodist hospital. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that upon insertion, blood was immediately seen inside the intra-aortic balloon (iab). A new iab was inserted to continue without further issue. There was no patient harm or adverse event reported.